Event description:
This is a spontaneous case report received from a nurse in united states on 16-feb-2016 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted in 2011 for sterilization. Nurse reported that, on (B)(6) 2016, the obstetrician/gynecologist performed a surgical procedure on a patient who presented with a ruptured ectopic pregnancy. The patient claims to have had the essure procedure, but had her essure placed by another physician. It is not known whether her inserts are in the correct location, or if she returned for her essure confirmation test after her procedure on 2011. Patient was hospitalized. Follow-up received on 12-apr-2016. Quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted. More than 4 years later, she was hospitalized and submitted to a surgical procedure due to ruptured ectopic pregnancy. The reported event is listed according to the reference safety information for essure. Pregnancies have been reported among women with essure micro-inserts in place. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have the insert in place. In this particular case, limited information was provided. Nevertheless, considering event's nature, a causal relationship with essure cannot be excluded. This case was considered an incident, since a surgical intervention was required as event's treatment. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. Further information has been requested.

Manufacturer narrative:
Follow-up information received on 31-may-2016: follow-up attempts have been completed, with no response to date. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted. More than 4 years later, she was hospitalized and submitted to a surgical procedure due to ruptured ectopic pregnancy. The reported event is listed according to the reference safety information for essure. Pregnancies have been reported among women with essure micro-inserts in place. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have the insert in place. In this particular case, limited information was provided. Nevertheless, considering event's nature, a causal relationship with essure cannot be excluded. This case was considered an incident, since a surgical intervention was required as event's treatment. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. No further information could be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs